Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer did not have a method of backup insulin therapy and declined follow-up to ensure backup therapy was obtained. There was no impact to the customer¿s blood glucose.